Event description:
In 2008, the patient's mother reported this morning the patient had an elevated blood glucose reading of "hi" with her typical range being not over 200 mg/dl. Symptoms were vomiting and spilling "moderate to heavy ketones." The patient treated her reading by giving herself an insulin infection which decreased her reading to 380 mg/dl. The mother stated the patient went to the carnival where she ate nothing and when she returned her reading registered "hi" again. She said she had the patient disconnected from her insulin infusion device and prime the infusion set tubing and it took 17 units of insulin before she could see it drip from the end of the tubing. She said there may have been air in the tubing or cartridge but she did not check for air. To troubleshoot, the time, basal rate, and alarm history on the patient's infusion device were checked and confirmed to be accurate. She stated the patient does have extensive scar tissue on her abdomen. The mother stated the patient has been having some hormonal issues and may have caught the stomach flu. On follow up with the patient's mother, she stated the patient's blood glucose readings are within her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.